Event description:
Needle broke in abdomen [device induced injury]. Case description: a pharmacist reported that pt who was using novofine needles broke a needle in their abdomen. The needle has not been removed and is still in situ after two weeks, but it is reported that the pt is under medical supervision. Comment: based on the info available, the case has been classified as an incident. Unfortunately, it is not possible to obtain further info.